Manufacturer narrative:
Other applicable components are: product ID 8711, lot# j10953r39, implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a consumer in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. It was reported that the pump was defective. A piece of metal broke off the pump and occluded the tube going into the spine. The patient did not get medication for a month. When the patient went in for a refill, all the medication initially put in the pump was still in the pump and was removed. The pump was explanted. A total system explant was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.